Manufacturer narrative:
A review of the available information was conducted; however, no part number, lot number, or physical sample was provided, and no photographic or visual evidence was submitted that would allow us to verify the reported issue. As a result, we are unable to determine whether the device involved was manufactured before or after the implementation of recent design changes intended to address similar issues. Without this information or a returned sample, determining root cause or identifying whether corrective action is warranted is not possible. If the device becomes available at a future date, we will gladly reopen the complaint for further evaluation. Additional information provided in h.6. And h.11.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Nurse reported ¿PICC line cracked and leaking. Required replacement. This was the 2nd PICC line that was placed on this patient. Yes, patient on continuous infusions, tpn/il. No patient harm. However, patient had to receive additional sedation to remove and replace PICC line.¿ device not available for return.